Event description:
It was reported that during a lap cholecystectomy the device jammed and would not fire. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Lockout broken, returned empty. The analysis results of the device found that it was returned empty and with the lock out mechanism broken as it was fired through. The instrument is designed to lock out after all the clips have been fired; therefore, a potential cause of the customer reported experience is the firing of all of the clips and the instrument "jammed" (activation of the lock out mechanism). The instrument has a yellow indicator that appears on the top of the clear component located at the distal end as a reference for the user as to the quantity of clips remaining. In order to evaluate the device's internal components the device was disassembled. Upon disassembling of the device, the lockout latch was found to be bent; leading the lockout mechanism failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.